Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing an intermittent red heart alarm. A review of the log file by the manufacturer revealed several alarm conditions including but not limited to low speed advisory, low battery hazard, low flow hazard, pump disconnected event and a time clock reset. A follow up with the vad coordinator indicated that, by manipulating the white power lead of the system controller, the reported red heart alarm would stop. The hospital subsequently exchanged the patient's system controller.

Manufacturer narrative:
The manufacturer is attempting to acquire the suspect device for further evaluation. No further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.